Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the full-height drawer 6 auxiliary 2 was not detected on the communication bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was difficult to open and close because of faulty rails. A field service engineer replaced the rails to resolve the issue. User verified the functionality after the replacement, and the test was successful. The system functioned as intended after the field service engineer repaired the device.